Event description:
Reported by the customer as: "pump continued to pump after food was gone".

Manufacturer narrative:
Results: the evaluation included performance testing (accuracy, verification of air/no food alarm, etc.). If more customer/patient info becomes available, a follow up report may be submitted.